Event description:
The customer reported the cine play back is not working. It runs, lockup, and stops playing. Cannot skip to different runs within same pt. The case was completed and needed images were sent to pacs, but cine playback keeps locking up. No pt injury was reported.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.